Manufacturer narrative:
During follow-up, the patient said he uses a clean catheterization technique and has no sensitivity to the lubricant, there have been no defects or malfunction of the ultram16c units.

Event description:
Intermittent catheter patient (user) said he is currently being treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed a course of antibiotic and took the full course, but the infection returned shortly after. The infection has been returning after each treatment for the past many months. He was placed on a daily antibiotic a few months ago, and is still taking it but the infection is still present.